Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The patient indicated the surgeon has planned a lasik blasting technique to treat hazy vision. No further information has been provided at this time. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she had surgery on (B)(6) 2024 and was so disappointed with these lenses. Experienced halo's all the time and did not have clear vision. She was shocked that there was a 98% satisfaction in these lenses. There was a possibility of needing glasses after but consumer was told the glasses can't help her problem. Additional information has been requested and received stating that the symptoms had not been resolved. They were trying lasic blasting techniques to get rid of the haze over my eyes. She still had horrible halos in both the eyes that had not resolved. There are two medical device reports associated with this patient. This report is associated with the left eye.